Manufacturer narrative:
The product was received and the reported event was not confirmed. Visual inspection of power supply and power cord found no visual damage. The unit was plugged in and powered on successfully. Functional testing was performed and no discrepancies were found during start-up. The root cause of the reported event was not identified. The device history record was reviewed and no discrepancies were found related to this complaint. The unit was manufactured in accordance with the specified requirements and met all of the required quality inspections.

Manufacturer narrative:
The device has not been returned for investigation nor were x-ray provided to confirm the alleged event. Root cause is unknown at this time.

Event description:
Information was received that product is no longer lengthening. No patient injury was reported.